Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) reported that the patient had a revision performed on (B)(6) 2016. The lead that had the high impedances was out of the epidural space and was replaced. The rep saw the patient on (B)(6) 2016 and programmed two groups for the patient and both were adequately covering the patient's painful areas.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The consumer via a manufacturer representative reported that the implantable neurostimulator (ins) was showing high impedances. The patient had fallen recently and had also gained some weight. The patient was programmed with electrodes 12, 13, and 9 positive and electrode 8 as a negative. The pulsewidth was 360 microseconds and the rate was 60 hertz. The amplitude was at 1.05v and the group impedance was 352 ohms. The impedance was going to be tested at 3.0v but they were tested at 1.5v per the patient's tolerance. The impedance measurements were: electrodes 0-1: 11,682 ohms electrodes 0-2: >20,000 ohms electrodes 0-3: >20,000 ohms electrodes 0-6: >20,000 ohms electrodes 0-10: 20,000 ohms they were able to capture the patient's pain and the patient was sent out. The patient's lead had pulled out of the epidural space a little and a revision was going to be performed. They were also getting an intermittent connection with their implantable neurostimulator (ins) when using their patient programmer. The patient was indicated for spinal pain and failed back surgery syndrome.